Event description:
A caller reported that the insulin pump gauge was displaying a different amount than expected, initially showing a fill estimate issue. Despite following standard procedures to resolve this, such as air removal and using room temperature insulin, discrepancies persisted even after reloading the cartridge. There was a specific incident where the fill estimate showed 230 units, an accurate reading after troubleshooting with technical support. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in troubleshooting and confirmed proper handling and filling processes, eventually resolving the issue without requiring a pump replacement but ensuring replacement cartridges were sent and the case was closed. The caller was advised to monitor the situation and follow up if the issue recurred.